Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the purity of o2 level are below 61%, yellow light appeared but no alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed is saturated, 4-way valve is stuck and the manifold is defective.

Event description:
Dealer is stating that the purity of o2 level are below 61%, yellow light appeared but no alarm.